Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with use of the cycler set, and the patient diagnosis of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or a cycler set leak reported for this event. The culture results of corynebacterium striatum, a bacterium found deep in the hair follicles, suggests there was a breach in aseptic technique. Based on the available information, the cause of the peritonitis cannot be confirmed, however, it is unlikely the liberty select cycler or the cycler set was the cause.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized for peritonitis (signs and symptoms unknown) from (B)(6) 2018. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis (corynebacterium striatum, date of culture unknown). The patient was prescribed and treated with vancomycin and cefapim (dose, route, and course unknown). The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.